Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the she was hospitalized for a high blood glucose of 732 mg/dl. She called 911 and they discovered that she was going into diabetic ketoacidosis. The customer experienced vomiting and diarrhea as a result of the hyperglycemic episode. At the hospital she was treated with insulin drip and fluids. The customer blames the event on her sensor since it kept alarming that her blood glucose was low. No products were shipped or returned.